Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086762, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5092674, UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.